Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Age and date of birth not provided. Gender not provided. Weight not provided. Date of event not provided. Lot number not provided. Title not provided. Device manufacture date not available.

Event description:
Customer reported that the abutment loosened in the patients mouth. They mentioned that the first time the patient went to the restorative doctor, they retightened the iunihg.